Event description:
It was reported that the patient experienced inadequate stimulation and underwent an explant procedure.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.